Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to remove loose creo mis locking caps found post operatively. This event occurred in australia.

Event description:
It was reported that a revision surgery was needed to remove loose creo mis locking caps found post operatively. This event occurred in australia.

Manufacturer narrative:
The device was available for evaluation. It was reported that the patient was implanted on (B)(6) 2022 with a 2-level l3-l5 construct with pedicle screws skipped at l4. Images show a migrated locking cap on the top-left and a broken shank at the bottom level. The migrated locking cap, broken screw shank, and other implants from the same construct that were removed in the revision surgery after the described event were returned and evaluated. No determinations could be made as to the cause of the reported issue.